Event description:
The customer reported that while running an htlv-I assay, the summit sample handler, failed to pipette the full amount of negative control in well position a1 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.